Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 300 mg/dl for approximately two hours after announcing a usual-sized meal despite eating more than usual, while using a 23" 6 mm infusion set and without device alerts indicating delivery issues. Symptoms included high blood glucose without ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no medical intervention, and no assistance required. Investigation included a phone-based assessment of infusion set status and device indicators, review of insulin on board, and user education on meal announcement accuracy. Investigation of this case revealed no evidence of infusion set failure, occlusion, or device malfunction, with 13 units on board and declining glucose during the call, supporting user-related meal announcement error as the most likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was user-related inaccurate meal announcement leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.